Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's next of kin that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 368 mg/dl at the time of admission. The customer experienced symptoms such as constantly needing to use the bathroom. The customer was wearing the insulin pump during the incident, but it was removed by the doctors. Troubleshooting was not completed. The customer also had some lows before the high blood glucose. The customer had pneumonia as well. The caller also reported no delivery alarms. The insulin pump will not be returned for analysis.